Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) was determined to be insufficient drain- false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. There were no problems found during an internal inspection of the device that would contribute to the iipv. The device meets specification relative to iipv found in the logs. A review of the device service history for this particular homechoice revealed the previous swap was unrelated. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on therapy on (B)(6) 2011 at 03:01:51 with drain volume of 575 ml during cycle 4. The fill volume is 420 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.